Manufacturer narrative:
Zimvie received one (1) tsvtwh16, (imp, tsv, 4.7, 16, mtxf, mg,ha) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with minor signs of use, and were observed outside of the original packaging / vials. Therefore, the conditions of the product / devices delivered to the customer are unknown / non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1259055. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1259055 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿disengaged¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root cause determined from the investigation is inadequate handling by clinician or staff while opening the outer vial & inner vial. Therefore, based on the available information, a device malfunction could not be verified. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported fell off adapter (mount) when trying to place, tooth 31. Handling-loss stability reported. The procedure was completed using another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k133339.